Event description:
During a coronary stenting drug eluting treatment procedure, a stent embolization occurred. The 3.00x24mm taxus express2 drug eluting stent came off of the balloon. The phusician was able to snare the stent and remove it. No patient complications were reported. Patient status reported as "ok/discharged".